Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff observed that the 8 mm cannula seal accessory was missing from an 8 mm cannula. An x-ray was ordered since the surgical staff was unsure if the missing accessory had fallen into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the isi customer sales representative (csr) assigned to the site and obtained additional information regarding the reported event. The csr indicated that an x-ray was performed on the patient and the missing cannula seal accessory was not found. The csr also indicated that the surgical staff searched the operating room (or) floor and the cannula seal accessory was not found. According to the csr, the site performed an internal investigation regarding the reported event and the site concluded that the cannula seal accessory was most likely not installed on the cannula at the start of the surgical procedure and also during the surgical procedure. On (B)(4) 2013, isi also contacted the initial reporter of this complaint and the site's risk management department. The initial reporter and risk manager confirmed that the site performed an internal investigation and the conclusion was made that the cannula seal accessory did not fall into the patient. The risk manager believed that the surgical staff inspected the cannula prior to the start of the surgical procedure but did not notice that the cannula seal accessory was not connect to the cannula. The risk manager denied that the patient experienced any intra-operative or post-operative complications. On (B)(4) 2013, isi contacted a nurse at the site to get clarification regarding the reported event. The nurse indicated that the clear cannula seal trap of the green cannula seal accessory was observed to be missing during the surgical procedure. She explained that the green cannula seal accessory was installed on the cannula during the surgical procedure. Based on the information provided, this complaint is being reported due to the following conclusion: the patient was exposed to an x-ray performed by the site during an attempt to find the missing cannula seal trap of the cannula seal accessory. However, there is no evidence that the cannula seal accessory or cannula seal trap fell into the patient.